Manufacturer narrative:
The investigations summarized for exemption number 2006009 related to 3857 events for the 1st quarter 2018 alternative summary report are as follows concluded no product issues or remdial action required. No serious injuries have been reported.

Event description:
This report summarizes dze reported events where 3857 of events being summarized for each representative type of report, malfunctions or serious injuries.